Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had begun to emit beep tones. An evaulation of the device noted only a pacing impedance that was out-of-range from before implant. It was concluded that this out-of-range reading would not have triggered the reported tones. Guidant received additional information that the patient received an inappropriate shock and the ICD was continuing to emit a beep tone in an unusual pattern. A home healthcare nurse that cares for this patient also reported hearing the tones. It was also reported that at the time of the shock delivery the patient reported seeing a bright white light.